Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not notified of changing glucose levels and experienced a loss of consciousness, and fell down. The customer was treated with glucose gel by family members, and upon regaining consciousness, provided with food and drink. There was no report of death or permanent injury associated with this event.